Event description:
Pt was having total shoulder. A drill bit was used. The tip broke off and was not noticed. Post op visit shoulder was tender and swollen. X-ray film showed approx 1.5 cm drill tip in shoulder. CT showed abscess.